Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment. Block h11: investigation results: the returned gold probe device was analyzed, and visual and microscopic evaluation found that the gold tip was fully detached from the catheter and had residues from the procedure. Additionally, the catheter and the wires had evidence of adhesives, and the working length was kinked and jammed at several sections. The reported event was confirmed. The kinked and jammed working length could be due to excess manipulation and possible excess force applied to the device. The gold tip was fully detached from the catheter, most likely due to procedural or anatomical factors during the use of the device. These could have affected the device performance and integrity, causing the detachment of the tip. Also, the tip detachment could have been generated if there was contact between the device and the scope during energization, or if the device exceeded its maximum voltage during the procedure as per precautions of the device states. Based on all available information, adverse event related to procedure was selected as the most probable cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician used a gold probe to control bleeding. When the device was removed from the scope, the tip was cleaned off and detached from the catheter. Another gold probe was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a gold probe was I the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician used a gold probe to control bleeding. When the device was removed from the scope, the tip was cleaned off and detached from the catheter. Another gold probe was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment.